Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported they experienced pain in the right foot. The patient spoke with a manufacturer representative (rep) and made adjustments over the phone. The foot pain was coming back and the lead got closer to the spine while sitting and the patient's legs were wobbly. The pain was in the bottom of the foot and was like pressure down the leg. The foot pain was resolved by decreasing stimulation.